Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during surgery, the system froze when advancing footswitch for phacoemulsification. The system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed and attributed to the host module. The customer declined service and no additional information was obtained. The system was manufactured on july 21, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).